Manufacturer narrative:
The device is manufactured by (B)(4) and distributed by abbott vascular. Importer report number and section through are deleted accordingly. Single reporter exemption #e2015028 is not applicable to this report.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. There was no information regarding device failure in the literature. The authors mentioned: "distal coronary perforation is best avoided by meticulous attention to guidewire position throughout the procedure," thus, it was presumed that the reported patient injury might be attributed to anatomical condition and manipulation technique of the authors. Although the device investigation and lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Complaint list was review. No complaint for the subject guide wire was reported from either of suspect user facilities. Instructions for use states: - [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; and, - [malfunction and adverse effects] vessel damage.

Event description:
According to a literature titled "management of guidewire-induced distal coronary perforation using autologous fat particles versus coil embolization" in the catheterization and cardiovascular interventions (00:00-00 (2016)), vessel perforation occurred during a pci. After an asahi guide wire was crossed a 99% stenosis in the mid rca, pre-dilatation was performed with a balloon and a 4.0 x 20 mm des was deployed. A non-compliant balloon was used for post-dilatation. Ivus was performed to confirm stent positioning. Final angiogram showed that timi 3 blood flow was reestablished; however, perforation (ellis grade 2) was recognized in the distal posterior descending. Echocardiogram revealed a minor pericardial effusion without right ventricular compression. Fat embolization was attempted more than ten times; however, attempts were unsuccessful. The extravasation was successfully sealed with two micro oils. The patient recovered without problems.